Manufacturer narrative:
(B)(4). Eval results: graft occlusion. Severe vessel tortuosity and severe vessel calcification.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2 months ago. Aneurysm morphology was not reported. Vessels had severe tortuosity and severe calcification. The external iliac artery was 9 mm in diameter. It was reported that an aneurx contralateral limb (MFR report # 2953200-2010-01323) and a talent bifurcated stent graft were implanted with the limbs uncrossed. Approx 1 week post-implantation, the pt presented with leg pain, and the CT demonstrated that the ipsilateral limb of the bifurcated stent graft and the contralateral aneurx limb were both kinked and occluded. The kink and occlusion were where the two stent grafts joined, and may have been caused by the severe vessel tortuosity. The physician elected to perform a femoral-femoral bypass, which successfully resolved the occlusion. No additional clinical sequelae were reported, and the pt is fine.